Manufacturer narrative:
The technician found that the plastic casing that holds the pivot point of the left head side rail to the frame was broken due to abuse by the hospital staff. The service technician alleged that the left head side rail would not latch. The technician swapped the damaged bed for a known working bed. The service technician replaced the left head center arm assembly and cover and the bed functioned as designed. Based on this info, no further action is required.

Event description:
The customer reported the plastic that connects the left head side rail to the bed frame has snapped loose and the left head side rail is dangling loose. The bed was located on the 2nd floor at the facility. There was no pt/user injury reported. (B)(4).